Manufacturer narrative:
The customer's report that the tubing's leaked at filter was not confirmed. The customer provided a photo showing two used maxzero extension sets model mz9226 bundled together along with a note "leaking @ filters". The reported issue was unable to be confirmed based on the provided photo. The root cause was not identified.

Event description:
It was reported that the tubings leaked at filter. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the tubings leaked at filter. Although requested, additional information was not provided.